Manufacturer narrative:
The customer does not wish to return the device to (B)(6) for further evaluation. The device history record (DHR) was reviewed to determine if there were any non conformances or irregularities that could have contributed to this type of malfunction. The DHR did not contain any non conformances. A review of the complaint trend for this type of failure mode was completed. No adverse trends were identified. Should new info become available, or the pump returned, a follow up report will be submitted.

Event description:
Customer reported: she is using the infinity orange for breast milk fortified with (B)(6). When she sets the pump to "human milk" and sets a dose, it seems to work fine most of the time. There are some occasions where she has to use formula instead of breast milk. When she does this and sets the pump to "formula", the pump does not often sense when the bag is empty and it will end up pumping air into the pt's ng tube. This sometimes happens with the overnight feeds if she is not watching it closely and it happens more often when it is hung on the IV pole rather than hanging it somewhere else. (She has been propping it on the couch and says it tends to work better this way). Pt injury or medical intervention: no injury report.